Event description:
It was reported that tandem mobi pump issued cartridge alarm during insulin delivery, and caller confirmed this was past issue that occurred with specific cartridge lot. There was no adverse impact to the customer's blood glucose level. Customer removed original cartridge, loaded new cartridge and infusion set to resume insulin therapy, and technical support had previously instructed caller to remove cartridge and deliver 9-unit bolus with information that insulin on board would be affected, after which issue was resolved.